Event description:
A center director reported a patient was diagnosed with diffuse lamellar keratitis (dlk) 3 days following bilateral lasik surgery. Topical steroid dosage was increased to treat this event. A completed questionnaire was received, and the optometrist reported the event continues and will resolve with treatment of topical steroids. In his opinion the device did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).